Manufacturer narrative:
On 10-dec-2025, the product investigation was completed as the complaint device was not returned. An analysis of the product could not be performed since a physical sample was not received for evaluation. A device history record evaluation was performed for the 00002975 finished device, and no internal actions related to the reported complaint condition were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
During the initial ablation procedure, while conducting transseptal approach with a carto vizigo¿ 8.5f bi-directional guiding sheath - small, the patient experienced pericardial effusion. No treatment was provided, but the patient required prolonged hospitalization. Additionally, during the transseptal procedure the needle went trough the sheath. The report indicated that sheath was fully curved. The physician pushed the needle outside of the dilatator but inside the sheath, and the needle went through the sheath. Then, they noticed a pericardial effusion (without tamponade). The transeptal puncture was complicated, and the sheath was advanced far inside the left atrium. The surgery was delayed due to the reported event for 40 minutes. The procedure was not successfully completed. No fragments generated. The physician¿s opinion on the cause of this adverse event was that the needle going through the vizigo caused the pericardial effusion. The procedure was supposed to be an atrial fibrillation ablation, but eventually no ablation was performed. The outcome of the adverse event was that the patient fully recovered (no residual effects). The patient required extended hospitalization because of staying one more night, a total of 48 after the procedure. No relevant tests/laboratory data or other relevant history/preexisting condition noted. The act (activated clotting time) was measured after the transeptal puncture, but the pericardial effusion happened right after the puncture, and no heparin was given. No catheter exchanges occurred during the procedure. One transseptal puncture site was performed during the procedure with a heartspan needle. Prior to noting the pe (pericardial effusion), ablation was not performed. The event occurred during transseptal phase. No irrigated catheter was used during the event. The patient did not require cardiac surgery. A trupulse generator was available but not used. No map performed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).